Event description:
The customer reported that erroneous low and/or erratic free total thyroxine (frt4) results were generated from two unicel dxi 800 access immunoassay system for multiple patients across multiple days. This report represents the erroneously low and/or erratic frt4 results generated on the (B)(6) for fifty four patients on the two unicel dxl800 access immunoassay system ((B)(4)). Although the customer provided the 54 discrepant patient results, the customer was unable to specify which instrument the results were generated from. The involved frt4 results were reported out of the laboratory and were questioned by physicians. These samples were repeated and resulted in 24 discrepant results. No death, serious injury or modification to patient treatment associated or attributed to this event. The samples were lithium heparin plasma and were not short draws, and none were lipeimic, hemolysed, or contained fibrin. Per customer, the samples were almost all run fresh with only a few coming from outpatients making the samples 4-5 hours old. The customer is not certain which samples are from outpatients. All of the samples were run in the original tubes and loaded either directly on the dxi or through the automation line. System checks performed on the (B)(6) were passing within instrument specifications. This event was in conjunction with ongoing instrument/assay quality control (qc) performance issues. The customer reported qc was performing erratically with qc shifting both low and high on the instrument. Controls were failing to perform within the customer's established limits at the time of the event. The issue occurred on multiple lots of reagents and calibrators. This report captures instrument sn (B)(4), whereas MDR 2122870-2012-01564 captured the event for instrument sn (B)(4).

Manufacturer narrative:
Field service engineer (fse) was on site and reviewed the customer's performance and performed passing qc on the customer's instrument after changing out the on board reagent packs with new packs. The fse did note some bubbling within the on board ft4 reagent packs. The fse was advised by assay technical support to verify ultrasonic voltages and probe alignments were appropriate on the customer's instruments. On (B)(4) 2012 the field service engineers (fse) replaced and realigned the reagent pipettor tips. The fse verified all transducer voltages and the transducer buffer supply line nuts were cleaned and tightened on specific pipettors. The fse recalibrated the assay and performed an acceptable quality control assessment which met customer established specifications. The fse was unable to provide definitive evidence that a specific hardware or reagent/calibrator issue had caused the event. The cause of this event is unknown and could not be determined based on the supplied documentation. Associated mdrs: 2122870-2012-01569, 2122870-2012-01570, 2122870-2012-01563, 2122870-2012-01564, 2122870-2012-01565, 2122870-2012-01577.